Event description:
It was reported that high ventricular rate episodes suggestive of electromagnetic interference (emi)/noise and oversensing was observed on the pacemaker and right ventricular (rv) lead. The patient was being monitored. There were no reported patient consequences.

Manufacturer narrative:
Additional information/correction: section e, physician name updated. Correction: section h6, oversensing codes should have been added.